Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that there were no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2014, it was discovered that a patient had a burn on the arm which allegedly happened in theatre the day prior ((B)(6) 2014). The surgeon thinks that it was due the heat buildup in the electronic pen which he was using and had to put down as it was getting too hot to hold. There was no delay in surgery. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional product pro codes: dzi, erl, hbe. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: service history review of the device 05.001.010 epd 60000 rpm serial number (B)(4) has been performed. The device has last been repaired (B)(4) 2013 due to the hand-piece not working. It was determined that the control unit not functioning, defect. The probable cause was normal wear. The device was repaired. A manufacturing evaluation was completed: the device was received with no signs of damage visible; only normal usage. A functional test of the device has been performed successfully. The hand-piece without attachment has been operated for several minutes. No excessive heat emission could be observed during normal operation. Power measurement on the test bench has been performed. Also under load the hand-piece did not heat up excessively. Test passed successfully. The complaint issue that the hand-piece is getting too hot could not be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.